Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was a force sensor test error in the event history log (ehl). The force sensor failure was also reproduced during testing. The error occurred because the force sensor cable was damaged. This in turn shorted out the main board for the pressure sensor. The damage to the sensor cable was caused by the customer. A user issue was therefore established as the root cause. The force sensor and main board were replaced on the pump.

Event description:
It was reported that the medfusion pump exhibited a force sensor failure. No patient injury or complications were reported in relation to this event.